Event description:
It was reported that this pacemaker was explanted for being in safety mode. It was also reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). A new pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.